Event description:
While inserting an 8 mm screw into 8 mm tunnel on tibial side, matryx screw broke into 8 pieces. Dr. Was only able to retrieve 1 large piece and left the other in pt. Procedure was completed with an arthrex bone stapler. No injuries were reported, only minor surgical delay. We decided to report this case, because dr. Was not able to retrieve all the pieces of the matryx interference screw. Matryx interference screw is a composite made of polylactide copolymer (pla cop) and b-tricalcium phosphate (tcp) and thus the remaining pieces will degrade into a body and should not cause any adverse event.

Manufacturer narrative:
The MFR has undertaken a review of mfg and complaint history records for this lot. The mfg records for lot s0003506 were found to be in compliance with the requirements. Torsional and shear strength values of the final devices from this lot were well above the minimum acceptance limits. This is the only complaint received for lot s0003506.